Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had neck and arm pain. The patient underwent a revision procedure wherein the ipg was replaced in order to plug in the two additional linear leads that was implanted and was doing well postoperatively. Explanted ipg will not be returned.